Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode was received with a triangle shaped hole in its packaging. There were no reports of patient involvement as this occurred at incoming inspection.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bend near the proximal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was due to a component failure. Olympus will continue to monitor field performance for this device.